Event description:
This senior medical affairs specialist spoke with the reporter/layperson (wife) and the reporter's son regarding an alleged inaccurate blood glucose the patient/layperson obtained on his onetouch ultra meter. The customer care advocate, cca, had replaced the meter in late 2008. Results are in mg/dl, correct unit of measure. The reporter does not recall the exact event date, possibly the previous month. The patient had taken his usual 19 or 19 units n before breakfast and none at lunch per his regime. He tested before dinner, result 115 or 120. The patient "felt ok but knew he needed to eat [because she thinks he was beginning to feel shaky]". The patient elected to eat before injecting his usual 18 or 19 units of n insulin. The reporter does not recall whether he also injected regular. Soon after the patient reportedly began sweating and became light headed. A result on the son's unknown meter was "85 or 86". The reporter gave the patient orange juice with sugar and cheese. When he did not respond as quickly as the reporter had hoped, emt was called. His blood glucose on the emt meter was "34". The patient was treated with IV solution, presumably glucose. He was not taken to the ER. Reportedly, when the patient begins to feel low, his blood glucose drops rapidly. The complaint is reported due to the following conclusion: the patient was treated with presumably glucose while experiencing hypoglycemia and reportedly obtained a blood glucose of 34 mg/dl on the emt meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.